Event description:
On 2nd november, 2022 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the parts were cracked and particles was chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights - lucea 50. It was stated the parts were cracked and particles were chipping from the fork. We decided to report the issue in abundance of caution as any particles falling off into a sterile field or during a procedure may cause contamination. According to the information provided by the getinge service technician, the device has been repaired by the replacement of l50 - s/a upper cover with fork v3 (ard368609996). Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification, since cracks in the cover, resulting in missing plastic particles could be considered as a technical deficiency, and in this way the device contributed to the event. There is no information if the device was or was not being used for a patient¿s treatment upon the event occurrence. When reviewing reportable events for these types of issues we were able to establish that the failure ratio of issues related to detachment of cover or its particles is moderate. We have been able to confirm that the investigated issues have never led to serious injury or worse, to our knowledge. The analysis related to the issue of the cracked cover has been performed by the subject matter expert, and states that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety ad essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas describe how to perform the material resistance test in the working instruction ref. Fl 007. To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. In 2015 a design change improved the braking system and the mechanical durability of the upper cover. The user manual (01741 rev. 10, pages 26-27) mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent a similar incident, it is recommended to respect the cleaning instructions avoiding: - prolonged exposure to detergents and disinfectants solutions - high concentrations - prohibited products. The new spare part is available ref: ard368609996 in order to repair the damaged product. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendations had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 serial # field deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6).